Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the inflated tracheal cuff did not deflate. The customer indicated that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample returned for evaluation contained in its original opened unit pack. Visual examination shows that the shape of the returned unit is altered, and the tracheal cuff is stretched over the tracheal cuff notch. The stylet wire was removed from the tubing and air was removed from the tracheal cuff body. The stylet wire was replaced into the tubing and the returned unit inflated. The returned unit inflated without any issue however an attempt made to deflate the returned unit failed. The stylet wire was removed from the tubing and air was removed from the tracheal cuff body. The returned unit was re-inflated. The returned unit re-inflated without any issue. The returned unit was then deflated without any restriction noted. The returned unit was inflated / deflated three times without the stylet wire and no issue was noted. The reported defect could only be detected when the stylet wire is contained in the tubing. The most probable root cause is the tracheal cuff was stretched over the tracheal cuff notch during the deflation stage of the process. All products undergo a four hour inflate/deflate test and it is at this stage of the process that any defects are removed from the lot. If information is provided in the future, a supplemental report will be issued.